Event description:
It was reported that the pump usb port was loose, and the pump was intermittently unable to charge without the usb cable being maneuvered in the usb port. Customer suspected particles in usb port may have caused charging issue; however, this could not be confirmed. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.